Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. User facility report: (B)(4) was received (B)(6)2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that approximately 2 hours after the pump was started and running, air was noticed in the aortic root and outflow graft on an echocardiogram. Flows dropped to 0 liters per minute (lpm). Pump revolutions per minute (rpms) were decreased and the pump was turned off. Just before the air was discovered there were pulsatility index (pi). The patient was placed back on bypass support, and it was determined that a right ventricular assist device (rvad) centrimag would be needed due to decreased right ventricular function. After the centrimag was placed and started, the pump was restarted, and the patient was weaned off of bypass support. The patient may have had neurological deficits from the air, but this was unable to be determined until post-op testing. There were no other incidences of air intake after restarting, no bleeding was observed around the apical cuff and pump. The suspected cause was an apical seal leak. The patient passed away on (B)(6) 2024 due to complications from air entrapment during the implant procedure, right ventricular failure and multi-system organ failure. It was additionally reported through medwatch form # (B)(4) that during the heartmate 3 pump implant procedure, the patient was implanted with the spectrum rvad which was then explanted, and the patient was implanted with a protek duo rvad with oxygenator. The right femoral arterial extracorporeal membrane oxygenation (ECMO) cannula was explanted, and a proximal and distal right femoral embolectomy was performed. The right femoral artery site was repaired with a bovine pericardial patch. The right distal femoral artery reperfusion cannula was explanted, and the site was repaired. Then the right femoral venous ECMO cannula was explanted, and the site was repaired. Despite this the patient's left ventricle was noted to be completely collapsed and the patient was urgently placed on cardiopulmonary bypass. The patient's right ventricle failed as a result and a percutaneous rvad (cmag) was placed. The patient's operation remained complicated, and they were ultimately transported to the intensive care unit (ICU) in critical condition around 20:30 on biventricular mechanical circulatory support (mcs), intubated and requiring multiple inotropes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists venous thromboembolism, arterial non-cns (non-central nervous system) thromboembolism, and death as adverse events that may be associated with the use of the centrimag blood pump. The IFU also lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure/dysfunction, respiratory failure, and right heart failure) as adverse events that may be associated with the centrimag circulatory support system. The IFU contains the following additional warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.